Manufacturer narrative:
Conclusion: reported event was not confirmed. Product was not returned for analysis and is not expected from the customer; therefore, event could not be confirmed. The customer provided information regarding a leak from the device; however, insufficient information is available to determine the specific leak location, use conditions, or other details regarding the reported event. The serial number of the device was also not reported so device specific manufacturing documentation cannot be reviewed. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an affinity nt oxygenator, it was reported that during a cardiac surgery, a small amount of blood leaked from the oxygenator during rewarming by extracorporeal circulation. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the event did not affect the normal progress of the operation. The approximate location of the leak is at the connection of the thermostat and oxygenator. Since the location of the leak was relatively closed, it could not be accurately evaluated. The circuit was primed for between 1-2 hours. The circuit was primed with blood while leaking. Heparin was used for anticoagulation, calcium chloride was used during recovering, and the rest is unknown. There was no damage to the packaging. There was no damage to the device. The device was used about 1 hour, prior to the leak but the exact start time cannot be confirmed.